Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported pain, swelling in the right breast, anxiety and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device visual analysis of the photographs identified, pain: unable to confirm, as it is a medical event. Not related to the device. Edema: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Updated to capsular contracture, baker grade IV.